Manufacturer narrative:
On 23-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve issue occurred. It was reported by the bwi representative that during a procedure, the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. To troubleshoot they replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Additional information received indicated the hemostatic valve broke. The hemostasis valve (gasket) dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient, no air was introduced into the patient¿s body. No patient consequences noted. No additional treatment required. The approximate volume of blood that was lost was 30-40cc.

Manufacturer narrative:
The investigation findings of the device evaluation was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4) the investigation finding code was updated from mechanical problem identified c07, to fracture problem c070603. Section h6 has been updated. C07 does not apply.

Manufacturer narrative:
On 2-feb-2023, additional information was received indicating the physician always uses the following devices smarttouch sf catheter (stsf), pentaray, 10f soundstar, vizigo small , webster bidirectional cs and a brk transeptal needle. These items have been added to section d10. Concomitant medical products. The physician does use the introducer for both pentaray and stsf when advancing into the vizigo sheath. There was notable blood return from the vizigo valve with and without a catheter inside the sheath. This did not occur on initial advancement it was noticed after collecting fam with the pentaray utilizing the vizigo after removal of pentaray and before insertion of brk needle is when the blood return from the valve was noted by physician. The needle had not been inserted at time of incident. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Additionally, according to a picture provided by the customer, the hemostatic valve was observed with a damage condition, the damage on the hemostatic valve could be related to the leakage reported by the customer; however, this cannot be conclusively determined from the picture itself. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).